Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly the reason for the cracked screen was unknown. Customer's blood glucose level was 262 mg/dl. As the pump is still functional, customer will continue to use the pump for insulin therapy.